Manufacturer narrative:
Minimal bleeding may have resulted from the tip separating leading to a sharp edge. No reason for tip separation could be concluded based on evidence of adhesive at the bond location, a review of testing per the DHR, and pull testing of similar product.

Event description:
Upon removal, there was blood, and the probe tip was missing. Additionally, the same probe reached a high temperature on one of the channels before the temperature bar disappeared. The same issue occurred with a second sensor.